Manufacturer narrative:
The investigation has been completed. The console (ic6642) was sent back for further investigation. The root cause of the bulb power out of spec was due to a defective optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a failed optical bench in field service review. No clinical details regarding resolution or patient condition were provided. No patient was involved.